Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to track the lesion and while the balloon was inflated at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure. It was further reported that the balloon burst during the fifth inflation at rated burst pressure. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. Additionally, a boston scientific intravascular ultrasound was also used during the procedure.

Manufacturer narrative:
B5: describe event or problem: updated. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. Visual inspection revealed numerous kinks to the hypotube of the device. There was a hypotube separation at 18cm from the strain relief. A pinhole at the distal markerband was also identified. There was contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to track the lesion and while the balloon was inflated at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure. It was further reported that the balloon burst during the fifth inflation at rated burst pressure. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. Additionally, a boston scientific intravascular ultrasound was also used during the procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to track the lesion and while the balloon was inflated at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.